Event description:
Customer reported that a corner of the device began to delaminate during implant. The surgeon tacked the device in place. No adverse patient consequences were reported.

Manufacturer narrative:
Conclusion: a review of the batch manufacturing records was conducted. This review did not identify any non-conformances and the batch met all finished goods release criteria. No conclusion can be drawn at this time. The product was implanted past the expiration date of the product. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.